Manufacturer narrative:
(B)(4).

Event description:
It was reported through remote transmission, the non-dependent patient received an inappropriate atp therapy due to far p-wave oversensing. The lead also exhibited loss of capture and decrease in r-wave amplitude. The tachycardia therapy was turned off and the asymptomatic patient was scheduled for a lead revision.